Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter. (B)(4). Analysis of the pump (B)(4) revealed reservoir access issues due to residue in the pump fluid path during or after internal decontamination. The pump motor was destructively analyzed and no significant anomalies were found. After the internal decontamination process, the reservoir could not be aspirated or filled. Due to this, a pump tube leak test could not be performed. Also, corrosion was found on the top surface of gear wheel 3. Analysis of the 8709 catheter revealed no significant anomaly found. The catheter was returned in segments.

Event description:
It was reported that the pump was replaced due to end of life (eol). It was noted that the battery was depleted. There was no patient injury. The patient recovered without sequelae following the replacement. The device system delivered morphine and bupivacaine.